Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was completed after the patient was moved to another room. Philips was unable to confirm the allegation regarding the system could not emit x-ray as the quotation was not accepted and service was canceled by the customer. Therefore, no additional investigation or corrective action was possible or has been provided by philips. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to produce x-rays. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.